Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch select meter was displaying an apply sample message after the sample had been applied. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2013 and obtained the following information. The patient informed the mss that the alleged issue began on the same day she contacted lfs for assistance at approximately 7am. The patient reportedly manages her diabetes with 1 metformin pill and 1 glipizide pill (dose unknown) in the morning and lunchtime and she continued with her usual diabetes management routine. She claimed that immediately after attempting to test with the subject meter, she developed symptoms of feeling 'blurry vision' which she associated with high blood glucose and advised the mss that her blood glucose was running high lately, no results of concern reported. She stated she drank water, lay down and felt better within 2 hours. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The subject test strips were in good condition and the testing technique was incorrect. The issue was resolved with training and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.